Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient undergoing oblique lat eral interbody fusion 25 in prone lateral positioning, anteralign tl interbody fusion at levels l2/l3 1 lvl for degenerative disc disease at level l2/l3 with central stenosis at l3. It was reported that the retaining inserter for the navigation inserter broke during inserting the implant. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3:product no:nav4680003, lot no:em23m018 visual and optical inspection confirmed the inner shaft of the interbody inserter has broken at the locking of the inner shaft. Optical inspection revealed a fairly flat brittle fracture surface. It appears the tip broke due to overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.